Manufacturer narrative:
The common device name provided with the initial medwatch report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their infusion set. The customer states they are not working. The customer's blood glucose level at the time of incident was 352mg/dl. The customer states the alarm was resolved by a complete set change. The customer was not able to troubleshoot due to having changed out the sent and reservoir before calling. The customer states the alarm occurred during manual prime. The customer is returning set and reservoir for analysis.